Event description:
Per (B)(6) database: it was reported that during patient use a nurse heard the ventilator alarm and found blood oxygen saturation of the monitor to 85%, the ventilator alarmed "battery failure". The battery leakage was found. The ventilator was replaced and the oxygen saturation rose to 98%. There was no injury reported.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4).